Event description:
It was reported that a pt underwent a labor and delivery procedure, the needle pulled off the suture. Due to the mass of area being sutured, the needle was not immediately recovered. Add'l info has been requested.

Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The user lost both visual and tactile control of the device during use.